Event description:
The complaint applicator was returned for evaluation. The device was visually inspected and no defect was found. Confirmation of the complaint was undetermined via product. The probable cause was unable to be determined via product.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.